Manufacturer narrative:
Country of incident: germany. The investigation is considered closed by lmt. No follow-up report will be submitted.

Event description:
We have received information about a potential incident and would like to inform you about it. The customer reported that during ongoing ventilation, the luisa device experienced a total failure and stopped ventilating. An acoustic alarm was triggered. The attending caregiver replaced the device with a backup luisa ventilator. Ventilation was continued without interruption and no harm to the patient was reported.